Manufacturer narrative:
Serial number of the reusable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Serial number of the reusable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the reusable device as the identification numbers were not provided by the complainant. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving an omni scope device the physician was unable to insert the scope past the external os as the patient was stenotic. The physician dilated the patient again and was able to insert the omni scope. Right after insertion the physician believed they had perforated the uterus. The physician then inserted a myosure lite device and performed a quick sampling. The procedure ended, patient did not show any signs of fluid overload. The physician spoke with the anesthesiologist at the end of the case regarding the perforation and not treating it; the anesthesiologist thought the patient would be fine without further intervention. No additional information available at this time.